Event description:
During assay evaluation, imprecise advia centaur vitamin d total results were obtained for a patient sample. No results were reported. Patient treatment was not prescribed or altered. There was no report of adverse health consequences due to the discordant results.

Manufacturer narrative:
A siemens field service engineer (fse) was sent to the customer site. The fse inspected the system and no system issues were identified. The cause for the imprecise vitamin d total results is unknown. The instrument is performing within specification. No further evaluation of the device is required.